Event description:
Smoothly insert the iab catheter. Normal pumping about 55h, alarmed" leak in iab circuit" and found blood in the tubing. Then pull out the iab catheter.

Manufacturer narrative:
Due to characterization limit e1 event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, d1 (brand name), d4 (version or model #, catalog #, unique identifier (UDI) #), h6 (medical device problem code). Event site telephone: (B)(6).

Event description:
It was reported that intra aortic balloon (iab) was smoothly inserted and alarm triggered leak in iab circuit. Blood was found in the tubing. Catheter was pull out. There was no patient harm reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Updated fields b4 d9 g3 g6 h2 h3 h6 type of investigation findings conclusion h11. The iab was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter the extracorporeal tubing was removed from the iab and not returned a visual examination of the product detected the inner lumen within the catheter tubing was completely separated within a kink approximately 765 cm from iab tip an underwater leak test of the balloon catheter and yfitting was performed and no other leaks were detected. The evaluation determined an inner lumen break within a catheter kink causing the reported problems it is difficult to determine when or how this occurred the evaluation confirmed the reported problems a lot history record review was completed for the reported product no nonconformances were found that are considered to be related to the event the failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a